Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer changed the cartridge prior to calling into tandem technical support; therefore, troubleshooting was unable to be performed. There was no reported impact to customer's blood glucose level.